Manufacturer narrative:
The unit passed displacement and self tests. After further review however, there is mold and corrosion on the terminals of the lcd flex cable and on the pins of the lcd connector located on pcba2. The unit was received with a crack in the battery tube that starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture damage and there were cracks on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.